Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this annuloplasty band, the band was explanted and replaced with a non- medtronic valve for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the band was explanted due to moderate-severe mitral regurgitation. It was reported that the band had placed into an infected mitral valve that was thickened on one side. If information is provided in the future, a supplemental report will be issued.